Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2023, it was reported by a sales representative via phone that the viper from an ar-8692ds CPR viper implant system would not deploy. This was discovered during a plantar plate repair procedure on (B)(6) 2023. The case was completed using another ar-8692ds CPR viper implant system.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be a user error due to improper device technique.